Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. From the complaint verbatim it appears the barrel was damaged, possibly cracked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: this is the 1st complaint for lot # 9205547 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: diverter at the packaging process. It could have happened that a jam occurred at the diverter inducing damage to the barrel. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 10ml saline fill experienced syringe barrel or flange damaged/cracked/deformed. Product defect was noted prior to use. The following information was provided by the initial reporter: while preparing to seal the tube for the patient, it was found that the barrel was damaged when opened, and flush was leaked, so it was replaced.